Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the patient presented in clinic where the application was repaired via troubleshooting steps with remote care technical services. No information was provided as to how the ble issue was resolved. There were no patient consequences reported.